Manufacturer narrative:
(B)(4): physio-control evaluated the device and found that it would not power on ac or dc power. Physio is in the process of evaluating/repairing the device. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During a daily test, it was reported that the device would not power off when the power button was pressed quickly. Furthermore, the device would not power back on immediately after powering off and there was a delay. There was no patient use associated with the event.